Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline breast prosthesis. Deflation of the left breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 375cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, two devices were received. The devices contained no fluid. White material was observed on shell surface on both devices. During initial evaluation the devices appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected on both devices. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was not confirmed since a rupture wasn¿t found on the device. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 6853018 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the white material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).